Event description:
During a robotic tlh procedure the patient received a vaginal laceration. The laceration was inside the vagina about 1 inch at he introits (about 10' oclock position) which had to be sutured closed.

Manufacturer narrative:
Coopersurgical's chief medical officer spoke to dr. (B)(6) of (B)(6) hospital regarding this incident. Dr. (B)(6) stated there was no difficulty pacing the device or removing the uterus. Noted a small laceration on the anterior vaginal wall. Dr. (B)(6) was not sure when or how it happened. Two interrupted sutures were placed without problems and the patient did fine. Product has not been returned to coopersurgical, however examination of like product from inventory has indicated that some edges of the koh-efficient components may caused lacerations during use. CAPA# (B)(4) has been issued to our engineering department to address the sharp edges on the kc-rumi. (B)(4).